Manufacturer narrative:
Mindray service rep replaced the moisture exchange tubing and the gas module. Completed functional and safety test.

Event description:
Customer reported an issue with the pm-9000 monitor which may have resulted in a loss of etc02 monitoring. No patient injury was reported.